Manufacturer narrative:
Title: outcome of esophagojejunostomy during totally laparoscopic total gastrectomy: a single-center retrospective study source: department of surgery and science, graduate school of medical sciences, kyushu university, fukuoka, japan; department of gastroenterological surgery, graduate school of medical sciences, kumamoto university, kumamoto, japan date published: 2014. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
According to the literature source the study aims to clarify the safety and feasibility of esophagojejunostomy during totally laparoscopic total gastrectomy (tltg). In 45 consecutive patients who underwent tltg for gastric cancer, esophagojejunostomy was performed with a functional end-to-end anastomosis (feea) using a linear stapler in 24 patients or with a double stapling technique (dst) using a trans-orally inserted anvil in 21 patients. Postoperative complications included pulmonary complication and anastomotic leakage in the dst group.